Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study; patient receives intraventricular enzyme therapy every 14 days via rickham reservoir at cln2. After the intraventricular therapy on (B)(6) 2019 there was a clear liquid leak on (B)(6) 2019. Rickham was replaced on (B)(6) 2019.

Event description:
N/a

Manufacturer narrative:
Additional information received: on (B)(6)2019 : patient initiated treatment with brineura for the indication of neuronal ceroid lipofuscinosis. On (B)(6)2021 : patient developed a device issue and spontaneous cerebrospinal fluid leak syndrome which required hospitalization. On an unreported date, the patient's icv device was removed and a new one was inserted. No laboratory or diagnostics tests were reported. The outcome of the event was reported as resolved on an unreported date. The event is not linked to brineura therapy.

Manufacturer narrative:
Additional information received: on (B)(6), 2019, the rickham reservoir was removed and a new one was installed. The reporter assessed the event of spontaneous cerebrospinal fluid leak syndrome as unknown in relation to treatment with brineura. The reporter did not provide an assessment of the event of spontaneous cerebrospinal fluid leak syndrome in relation to the icv device. No other etiological factors were reported. No further information was available. Case comment: the patient experienced spontaneous cerebrospinal fluid leak syndrome due to device issue, which is known complication of icv devices. The causality of event is assessed as not related to brineura.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for the ¿the faulty reservoir ¿reported by the customer could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. As the device has not been returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.